Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: capsular contracture: unable to confirm as it is a medical event not related to the device but next to device observed a red biological tissue. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Observed a device with fluids inside, has a white particle in the surface of the device. It is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported capsular contracture, baker grade unknown. Device has been explanted and replaced. This relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. ¿ anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ crease fold observed in the surface of the shell. ¿ observed an opening striated assessed as to surgical damage.

Event description:
Healthcare professional reported capsular contracture, baker grade unknown. Device has been explanted and replaced. This relates to the right side.